Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of retraction issue could not be confirmed from the representative 22g insyte autoguard units that were received in sealed unit packages from lot #4212199. A functional test of the returned samples revealed no retraction delays and the needles fully retracted when the safety mechanism was activated. The affected units were not returned for investigation. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard has an undefined needle retraction problem. The following information was provided by the initial reporter: having issues with safety retracting the needle when placing. Risk of nsi